Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications.

Event description:
It was reported that staphylococcus epidermidis and staphylococcus haemolyticus infections were identified in the blood cultures. The patient was started on 5 days of antibiotic therapy. The source of the infection was line sepsis. The infection was not related to the device and was unlikely to have been caused by the implant procedure. The event resolved on (B)(6) 2021.